Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent system procedure, the patient presented with ¿pressure spike¿ at one (1) week post-op. Through examination, the stents appeared well placed without blockage. Additional information has been requested.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, both stents were seen perfectly positioned (od) via gornio. The patient improved with additional glaucoma medication, and the surgeon planned to taper off medications.